Manufacturer narrative:
The subject device was returned to omsc for evaluation. However, the investigation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the first pre-use inspection after repair of the subject device, it was found that the endoscopic image of the subject device on the monitor disappeared during the white balance adjustment. The image issue was recovered later. There was no report of patient injury associated with this event.

Manufacturer narrative:
Correction: g2 (foreign, other, japan). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The inspection and results of evaluation did not confirm any abnormality with the device in question. No issue was found with the device, and the suggested phenomenon was not confirmed. Olympus will continue to monitor field performance for this device.